Event description:
I had a zimmer non metal on metal implant in (B)(6) 2010. In seven months, I experienced muscle problems in the operated leg. There was a delay in diagnosing by the first surgeon. Metal debris invaded the tissue in my operated leg resulting in a serious muscle tear and a large amount of necrotic tissue. In (B)(6) 2011, the defective hip was removed, a spacer was implanted for two months. I was confined to walking with two crutches and could not drive or get to work. In (B)(6) 2011, a stryker hip was implanted and a new muscle was reconstructed. I was confined to walking with two crutches and could not drive until (B)(6) 2011. I am now using one crutch and am able to drive. I will need to use one crutch for at least another six months. My life has been ruined at this point with pain, suffering and a diminished quality of life. Prior to (B)(6) 2010, I was a healthy, strong woman who had never had surgery and was not on any medication. I was advised a hip replacement was my only option for osteoarthritis in my right hip. The recent media publicity has focused on metal on metal hip implants failing. My experience is something different and could conceivably affect the growing, lucrative hip replacement industry as baby boomers age. I know I am not the only one with an injury from a non-metal on metal hip implant. There is another woman with the orthopedic surgeons I have in (B)(6). Please let me know to whom I can address my concerns. There needs to be more regulation imposed on this industry.